Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that during a firmware upgrade, the pulse generator went into back-up. The patient had a sinking feeling due to the back-up. A device restoration was performed successfully. The patient was fine and clinically stable post firmware reset.